Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log file was sent for review. A review of the log file revealed abnormal pump operation while the patient was connected to the power module causing multiple alarms. These alarms were thought to be caused by an issue with the percutaneous lead. There was evidence that the patient had a prior driveline repair. An x-ray was taken of the patient's driveline, which revealed a bend in the driveline. A pump stop occurred on (B)(6) 2022 at 05:29

Manufacturer narrative:
The patient's previous driveline repair was reported under manufacturer report number 2916596-2016-02196. Manufacturer's investigation conclusion. The evaluation of the submitted log files confirmed low speed and pump-stop events. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the low speed, low flow, and pump stop events cannot be conclusively determined. The submitted log files captured intermittent low-speed and pump-stop events on (B)(6)2022 and (B)(6) 2022 while the patient was supported by the power module. The log file captured low speed, low flow, and elevated power events during the pump-stops. No other notable events were captured. The account submitted a photo of the patient¿s exit sit which showed no areas of damage. An x-ray of the internal portion of the patient¿s driveline was submitted which was unremarkable. No areas of shield damage were identified. The account indicated that the patient will be going forward on an ungrounded patient cable as there was not enough room for another driveline repair. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii lvas patient handbook, rev. C, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.